Manufacturer narrative:
(B)(4). On (B)(6) 2017, arjohuntleigh received information about an incident related to the maxi sky 600 ceiling lift and the toileting sling maa4031m-xl. The issue occurred in (B)(6). Following the complaint's description, while the staff members were lifting a resident from her bed with a ceiling lift and a clip sling, the one from 4 sling's clip broken in half and the resident fall on left shoulder back onto the bed. The resident was positioned about 5 inches above the bed when clip detachment occurred. No injury was sustained. The inspection of the involved ceiling lift and the sling was performed by the arjohuntleigh representative revealed that the sling label was unreadable and the left shoulder clip was broken in half. Based on the photos attached to the complaint record, we can clearly see that the clip broke in half (from left to right side). No malfunctions were reported regarding the lift. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip broken). Based on analysis of previous complaints, a breakage of clip from left to right is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. The force needed could come from a steam-powered washing press, or similar, combined or followed with a sharp blow of mechanical force. Following the instruction for use (IFU, 04.st.00-int1 rev. 2) - "cleaning: (...) Do not wash with rough surfaces or sharp objects, (...), use any mechanical pressure, pressing or rolling." It should be emphasized, that the maximum safe working load (swl) for the toileting sling involved is 272 kg. From previous reports conducted we learn that the maximum load on each clip is 34% of the weight in the sling. Swl 272kg * 34% = 93kg. Additionally, from test results, we found that the current design type of clips was still performing over the pull strength capacity needed for safe use - still hold more than 450 kg of pull on one clip (where typically the weight of the person being transferred is partitioned over four clips). Therefore, we can assume that the black clips in the sling can still take more than four times the weight that is likely to come on them during on-label use. Based on available information and product knowledge, damage to the clip is not likely to have occurred during or due to on-label use. As per IFU, the caregiver is obligated to inspect the sling before every use. "Warning, to avoid injury, always make sure to inspect the equipment prior to use." During the inspection the caregiver should check all parts of the sling for e.g.: damaged clips/loops , unreadable or damaged label. If any part is missing or damaged, the sling should not be used. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. Sum up, while the incident occurred the ceiling lift device (maxi sky 600) and the clip sling was being used for patient transfer. The sling and the lift which work as a system were not up to the manufacturer's specification because the sling clip was broken and the label was unreadable. Complaint decided to be reportable based on the potential of serious injury if the incident would to re-occur.

Event description:
On (B)(6) 2017, arjohuntleigh received information about an incident related to the maxi sky 600 ceiling lift and the toileting sling maa4031m-xl. The issue occurred in (B)(6). Following the complaint's description, while the staff members were lifting a resident from her bed with a ceiling lift and a clip sling, the one from 4 sling's clip broken in half and the resident fall on left shoulder back onto the bed. The resident was positioned about 5 inches above the bed when clip detachment occurred. No injury was sustained.